Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing. Some of the shocks did not convert the arrhythmia. The fourth shock successfully converted the arrhythmia. Today, the latest software was successfully uploaded into the device. Technical services advised to have some exercise testing done. There were no additional adverse patient effects. The system remains implanted.